Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that burr fracture. No patient impact reported. Additional information regarding the patient impact was being followed up from the facility.

Manufacturer narrative:
H3: product analysis: evaluation determined that tool breakage. The likely cause of failure was due to excessive side load. Details of correction: imf code updated from f24 to f27 ime code updated from e2401 to e2403 b5 event description impact statement corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no patient involvement.